Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the belt ECG electrodes were not functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem non-functional ECG electrodes was confirmed. As received, the belt failed incoming testing. Upon eval, there was a short between pins 1 and 8 at component u703 on the pca board inside the distribution node. The cause of the non-functional ECG electrodes is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component.